Event description:
It was reported that the patient underwent a spinal procedure. It was reported that 2mm pituitary broke during use. No fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation found that the inferior shaft is broken at the lower portion of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.